Manufacturer narrative:
Investigation completed on 7/22/2024. A getinge field service engineer (fse) states that customer reports fiber optic issue. Arrived onsite and found that the fiber sensor extension was broken causing the issue reported. Removed and replaced fo sensor extension as required. Completed repair with all functional and safety tests per manufacturer specifications.

Event description:
It was reported, the cardiosave intra-aortic balloon pump (iabp) has fiber optic issue. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).